Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. A full therapy was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem could not be identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell eight of eight of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.